Event description:
On (B)(6) 2012, customer reported that 2 sample caps were pulled out of the tubes after they were pierced on the lh750 instrument. Customer stated that a blood spill also occured and was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to change the needle. Customer verified the repair and this resolved the issue.

Manufacturer narrative:
(B)(4).